Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: per service manual operational and diagnostic analysis confirmed reported issue unit switching between forward and reverse. This was caused by the motor, replaced the motor to correct the issue. In addition; the locking head was replaced because it was damaged during the repair process. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed replacement of internal seals and valve screws as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. When the motor is defective the device will not operate as intended, therefore is a root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair, it was observed that the buttons on the micro tornado hp w hand control scope device were stuck causing the device to switch between forward and backwards on its own. There were no delays in the surgical procedure as an identical spare device was available for use to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.